Event description:
On (B)(6) 2013, it was reported to animas that allegedly the display screen is difficult to read in daylight. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Product analysis occurred on 11/04/2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/01/2013 with the following findings: investigation revealed that the display screen was dim and discolored. The display was replaced with a test display, and the contrast returned to normal. Unrelated to the complaint, battery compartment cracks were detected. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.